Event description:
Information received per the medical records indicate that the patient has a history of diabetes, chronic renal failure on dialysis, hypokalemia, hiatal hernia, hypertension, cholelithiasis, hepatic steatosis, left renal cyst, hypercholesteremia, alcohol abuse, benign essential tremor, lipoma, myocardial infarction, pulmonary embolism (pe), right lower extremity (popliteal vein) deep vein thrombosis (dvt), cirrhosis, dysphagia, stroke (embolic), and failure to thrive related to alcohol use and poor nutrition. The patient was also noted to be non-compliant with anticoagulant medications. One day before the index procedure a duplex lower extremity ultrasound (u/s) was performed for right leg pain and swelling. Analysis confirmed subacute nonocclusive dvt of the common femoral, proximal femoral, mid femoral, distal femoral, popliteal (above and below the knee) veins. Also noted were enlarged nodes in the right groin and a hypoechoic nonvascular structure in the right groin (right inguinal reducible hernia).   The indication for the filter placement was dvt. Pre-deployment images revealed a normal sized patent vena cava. The filter was placed via a left groin vein at the l2 and l3 vertebral body level. The patient tolerated the procedure well and there were no complications. A CT angiogram was performed later that day and revealed moderate burden of bilateral pe (right greater than the left), moderate bilateral pleural effusions with left basilar atelectasis, patchy ground glass airspace bilaterally, cardiomegaly and cholelithiasis. The patient was discharged the following day.   One month and two weeks after the index procedure the patient was seen for intermittent hematuria. The patient returned two weeks later, the assessment indicated hypokalemia, renal and liver failure. Hospice was discussed with the patient; however, the patient refused. Six months after the index procedure the patient presented to the ER with complaints of acute onset intermittent chest pain, worse with exertion. The patient was pain free on arrival to ER and did not want to stay. The patient was discharged.   One year and two months after the index procedure the patient was hospitalized for one month for alcohol detox. A pulmonary ventilation and perfusion (v/q) scan noted a high probability of pe. The patient was diagnosed with acute pe and dvt of the right lower extremity (rle). A CT scan done the next day noted a right and left inguinal hernia. Two days after that the patient had a superficial thrombophlebitis of the left upper extremity (lue).   One year and two months after the index procedure the patient was seen for shortness of breath and increasing edema the patient was found to be in fluid overload and admission was recommended. The patient opted to go home. He went to the emergency room the next day. The patient was admitted and treated for pe and volume overload for which he was started on hemodialysis. A renal biopsy was performed for elevated proteinuria and was positive for primary membranous nephropathy. The patient left against medical advice about twenty days after admission.   One year and six months after the index procedure an abdominal CT was performed to evaluate the filter. Findings noted mild tilt of the filter and the ivc perforation. There was an incidental finding of a hypodense lesion at the pancreatic head.   Additional information received per the patient profile form (ppf) states that the patient experienced ivc and tilt. The patient became aware of the reported events approximately one year and six months after the index procedure. The patient also reported anxiety related to the filter.

Manufacturer narrative:
Section h6: health effect - clinical code: code 4440 was used for thrombophlebitis. As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of diabetes, chronic renal failure on dialysis, hypokalemia, hiatal hernia, hypertension, cholelithiasis, hepatic steatosis, left renal cyst, hypercholesteremia, alcohol abuse, benign essential tremor, lipoma, myocardial infarction, pulmonary embolism (pe), right popliteal vein deep vein thrombosis (dvt), cirrhosis, dysphagia, embolic stroke and failure to thrive related to alcohol use and poor nutrition. The patient is further noted to have been non-compliant with anticoagulation therapy. The patient presented to hospital with right lower extremity pain and swelling. Diagnostic testing revealed a sub-acute non-occlusive dvt of the common femoral, mid-femoral, distal femoral and popliteal veins. The patient was further noted to have enlarged nodes in the right groin and a hypo-echoic right inguinal reducible hernia. The indication for the filter placement was reported to be the dvt. The filter was implanted via the left groin and placed at the level of l2-l3. The patient is reported to have tolerated the procedure well and without complications. A computerized tomography (CT) scan done later that day revealed a moderate burden of bilateral pe (right greater than left), cardiomegaly and cholelithiasis. The patient was discharged the following day. Approximately six months after the filter implantation, the patient experienced acute onset chest pain that worsened with exertion and presented to hospital. On arrival, the patient was pain free and did not want to stay. The patient was discharged. Approximately one year and two months after the filter implantation, the patient was hospitalized for a month for alcohol detoxification. Diagnostic testing revealed an acute pe and dvt of the right lower extremity. Two days later, the patient developed superficial thrombophlebitis of the left upper extremity. The patient was later discharged. Later that month, the patient was seen for shortness of breath and increasing edema and was found to be in fluid overload. Admission was recommended but the patient opted to go home. The patient re-presented to hospital the next day and was admitted and treated for pe and fluid overload (treated with hemodialysis). The patient opted to leave hospital against medical advice approximately twenty days after admission. Approximately a year and a half after the filter implantation, the patient underwent a CT scan that noted a mild tilt of the filter and perforation of the inferior vena cava (ivc). The patient further reported having experienced anxiety associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Recurrent pe is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Thrombophlebitis is an inflammatory process that causes a blood clot to form and block one or more veins, usually in the lower extremities. Causes include trauma, surgery, prolonged inactivity or pharmacological factors. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted and was associated with perforation. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilt and perforation.